Event description:
In 2006, a patient who had previously received an xact stent in the carotid artery on an unknown date, was rehospitalized with a hemoglobin of 7.0 and a pseudoaneurysm at an unspecified site. The patient was reported to have recovered with 2 units of packed red blood cells and discharged from the hospital the next day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.